Event description:
Information was received indicating that a smiths medical administration set was implicated in the following issue. The customer was running a cadd-solis pump with a communication module 2131. The customer reported that the pump showed error "communication module intermittent connection". According to the pump log, the error occurred in separated occasions for 7 days. The event-log also showed the error message during a patient infusion. The event log showed that the pump failed on the (B)(6) 2020 twice separate times after running an infusion program at 8:20 a.m and 12:21 p.m. There was no patient harm however, the patient had no pain relief for a number of hours until the patient was seen the next day.